Manufacturer narrative:
Olympus worked with the customer to troubleshoot. During the troubleshooting, the customer was instructed to turn on the lamp to see if any light was observed. It was confirmed that the issue was not the light but the monitor not displaying an image. It was advised to sent the device for repair. No information confirming that the device was returned has been obtained. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility called to report a video system center that was not showing light on the monitor. There was no patient involvement or injury reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 7 years have passed since the device was manufactured. Based on the results of the investigation, it is likely the event was due to an aging-related degradation failure of the printed circuit board parts that process the scope images.